Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted extensive adhesions that were taken down and the mesh was separated from the posterior rectus and was removed with bovie cautery. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 3/4/2025. Additional information: a2 (dob), b5. Corrected information: g1. Additional b5 narrative: it was reported that patient underwent another hernia repair surgery on (B)(6) 2015 and physiomesh was implanted. Other procedure was captured in a separate file. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.